Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device ph7984, and no non-conformances/manufacturing irregularities related to the malfunction were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that the patient underwent laparoscopic total hysterectomy on (B)(6)2021 and suture was used. The suture broke at the time of knotting after finishing sewing the vaginal stump in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.